Manufacturer narrative:
Correction to d4 UDI from: (B)(4) to: (B)(4). The product was not returned and no further information has been provided. Therefore, we are unable to investigate further for root cause. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is required. See related (B)(4).

Manufacturer narrative:
The product is not available for testing. Manufacturing and sterilization records were reviewed and found to be acceptable. Investigation is ongoing. See related case- 0001920664-2023-70029.

Event description:
The user facility in france reported the instruments were not sharp enough to insert completely. Reportedly, this led to choroidal detachment intraoperatively. Another satellite kit (with sclerotome and trocar) was used. The procedure was delayed by one hour and the patient required several additional sclerotomies. This report is for the first patient.